Event description:
It was reported by the aci clinical specialist that a male patient underwent in interventional peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 7f sheath (model unknown). A 50/50 contrast and saline mixture was used. A buddy wire (guide wire) was utilized. Peri-procedure, the patient was anti-coagulated with 5,000 units of heparin. A pre-procedure femoral angiogram showed the present of pvd/calcium in the vicinity of the access site and the vessel size to be 5-6mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closer device 6f/7f to close the access site. It was reported that the balloon lost pressure upon pull back towards the arteriotomy. The device was removed and back towards to arteriotomy. The device was removed and since access was maintained, the sheath was reinserted into the access site. A second mynxgrip vascular closer device 6f/7f was deployed successfully. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon from the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was longitudinal tear on the balloon, approximately 7.5mm from the balloon proximal tip. The review of the lhr (lot f13078301) indicated that he device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.